Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the electrode ground ring. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced poor performance followed by non-use of the device. The recipient's device was explanted. The recipient was discharged from the hospital on (B)(6) 2017 and is in good condition.